Event description:
It was reported to medtronic minimed that the ustomer experienced hyperglycemia and diabetic ketoacidosis (dka) with a blood glucose value of 600 mg/dl. The customer visited the emergency room (ER) and was hospitalized for an overnight stay due to congestive heart failure. The customer also experienced symptoms of confusion during hospitalization. The customer also stated that the insulin pump in use led up to the hospitalization. The customer treated hyperglycemia and diabetic ketoacidosis (dka) with manual injections in hospital. The event involved product(s) mmt-1884, mmt-342, mmt-7040a and mmt-441ag. Troubleshooting was partially performed. The customer was not tested for ketones. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884, mmt-342, mmt-7040a and mmt-441ag will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.